Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) after receiving a shock. A consult interrogation was performed however, it was unsuccessful. The field representative was contacted and interrogated the device. Upon interrogation, the device was found to be in safety mode. The patient was admitted to the hospital in which she received another inappropriate shock. A magnet was used to be placed over the device. The patient's blood thinner was discontinued and was she scheduled for a device change out. The patient was very anxious and upset about getting inappropriately shocked therefore, she was given a medication as she was unable to sleep or calm down. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned for product analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) after receiving a shock. A consult interrogation was performed however, it was unsuccessful. The field representative was contacted and interrogated the device. Upon interrogation, the device was found to be in safety mode. The patient was admitted to the hospital in which she received another inappropriate shock. A magnet was used to be placed over the device. The patient's blood thinner was discontinued and was she scheduled for a device change out. The patient was very anxious and upset about getting inappropriately shocked therefore, she was given a medication as she was unable to sleep or calm down. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned for product analysis. No additional adverse patient effects were reported.